Event description:
Customer called in stating he does not think the insulin pump was working correctly. Customer stated the device will occasionally been or vibrate with no alarm on the screen. Customer also stated the device had scratches near the bottom. Customer's blood glucose was 98 mg/dl. Troubleshooting for the damage was performed. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.